Manufacturer narrative:
Evaluation summary: catheter was not evaluated prior to deco. Not able to determine if there were any remaining heparin after deco. All through lumens patent. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Blood was flushed from proximal infusion lumen.

Event description:
Reportedly, patient was 100% anticoagulent and after 2 hours the anaesthesist saw in tee that the catheter was full of thrombus.